Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported problem was confirmed. The device evaluation found that the directional pin was missing and the outer tube was bent. In addition, it was found that the distal end of the outer tube had dents on it and there were scratches and dents on the objective frame. Debris was also found in the optical fiber systema and the cover glass. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the directional pin was broken off the rigid scope. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. It is also being supplemented to correct the report source in section g2. This information was not correct in the previous report. Additional information was added to section d4. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the determined error patterns indicate that the cause for the described issues is excessive use. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.